Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. A visual inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported material deformation (crushed stent) could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with no tortuosity and no calcification. During advancement of the 2.75 x 12 mm rx vision stent delivery system (sds), the mid portion stent became smashed. The rx vision sds was replaced with an unspecified device to complete the procedure. There was no clinically significant delay and no adverse patient effects. Returned device analysis revealed a shaft separation. Follow-up with the account confirmed the separation occurred during the procedure. No additional information was provided.